Event description:
I received my essure implant in 2005 after the birth of my last child. I have since had severe pelvic pain, migraine headaches, weakness in my legs (especially after exercise), fatigued easily, severe lower back pain (this happens all the time, but especially when it is time for my menstrual period to being and throughout my period), severe abdominal pain when stretching or moving in different directions, and very heavy menstrual cycles. All of these symptoms usually happen on a daily basis.